Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or analysis. Without the actual reported devices, photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported on (B)(6) 2025 that during pre-inspection, the needles received were not in their protective packaging and sticking out of the bag. User injury was reported and an adhesive bandage was required. No other injury was reported.